Event description:
Evaluation revealed that the force sensor resistance reading was out of calibration. There was evidence of visible moisture ingress on the force sensor.

Manufacturer narrative:
The product was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed multiple loss of prime warnings associated with zero force. There was evidence of moisture ingress on the force sensor. The pump did not detect the cartridge during the load step of investigation and displayed a "no cartridge detected" warning.